Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated causing low o2, which confirmed the original complaint issue. However, there is no indication of a failure of the audible alarm to operate.

Event description:
Dealer advised low o2 yellow light is on with no alarm.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised low o2 yellow light is on with no alarm.